Manufacturer narrative:
Upon further follow up with the customer, it was determined that the patient's lowest o2 saturation level fell to 80% which is not considered a serious injury. A ge healthcare fe evaluated the machine and could not duplicate any failure. The machine passed all testing and has been returned to use by the customer. This case is not reportable as the alleged failure did not cause or contribute to a death or serious injury and it is unlikely to result in a death or serious injury, illness, deterioration of state of health or harm should it recur.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date. Legal manufacturer: hcs madison: 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that a patient was connected to a carescape r860 when it was alleged that the patient desaturated after approximately 15 minutes. The level of desaturation was not reported. There were no patient sequelae reported. Ge healthcare will submit a follow-up report when the investigation has been completed.